Event description:
Information was received indicating that during use of this smiths medical cadd legacy 1 pump, the pump exhibited no disposable tubing alarm" with bubbles observed". No patient injury reported.